Manufacturer narrative:
An investigation of the device including the device logs confirmed the reported complaint. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. Power cycling the device resolves this issue. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, the arkon experienced a system failure at startup. The unit was not in patient use when the issue was discovered. No injury was reported.